Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it device was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A field service engineer (fse) investigated and confirmed that the station hardware and network configurations were functioning correctly. Suspecting a disabled hospital network port, the fse advised the customer to contact the information technology (it) department. The it technician tested the wall outlet port and confirmed it was disabled. Then accessed the hospital¿s server location and enabled the port. Once activated, the station reconnected and resumed normal communication. The device was back online and operating without issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it device was not communicating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.